Manufacturer narrative:
This report is for an unknown screw/unknown lot. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had a problem that occurred on (B)(6) 2014 with a proximal femoral nail anti-rotation (pfna) blade. The nail was easily positioned in the femur following the measure of a cervical 100mm screw was requested. The surgeon ensured in advance that part of the screw was mobile. It glided well. Once positioned on the screwdriver, a hammer was used. It was impossible to remove the screwdriver from the screw. Using the same hammer the surgeon proceeded with removal of screwdriver/screw. Once out of the patient, the surgeon tried a new test of release; even with pliers grip but was unsuccessful. This report is for an unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This part was added in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.